Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was received for evaluation. Visual inspection was performed and a separation was observed between the tubing and the third y-site clearlink in the upstream part. A lack of solvent was identified on the tubing. Dimensional testing was performed on the tubing which was according to specification. The reported condition was verified. The cause of the condition was determined to be related to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set connection broke off where the tubing connects. The event occurred during an unknown process step during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.